Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the insulin pump was malfunctioning and the customer was not feeling well. The doctor requested to have the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.